Manufacturer narrative:
Additional information was provided in sections d.9, h.3, h.6 and h.11. One opened polymer I/a tip in a wrench, in a bag was returned for the report that the tip broke and the suction pressure did not increase. The returned sample was visually inspected and was found to be non-conforming with a broken tip and cross threading observed. A functional thread check and occlusion leakage test could not be performed due to the cross threads not allowing the tip to screw onto the handpiece. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. The returned non-conforming sample was received opened. How and when the I/a tip became damaged cannot be determined from this evaluation; therefore, a root cause cannot be determined for the complaint as described by the customer. Due to the damaged condition of the threads, functional testing could not be performed. The most likely root cause is handling when placing the tip onto the handpiece. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. As the root cause and its origin are inconclusive for the reported broken tip and suction failure, further investigative or manufacturing actions are not warranted at this time. All I/a tips are 100% visually inspected prior to being released from the manufacturing facility. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufactured products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, during a cataract surgery with an intraocular lens (iol) implantation, an ophthalmic irrigation and aspiration(I/a) tip broke at the base and suction pressure did not increase. The surgery was completed on same day. The involved eye and the patient identifier are not available. There was no patient impact. Additional information has been requested; none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information updated in h.6, FDA product problem 2284 was inadvertently submitted in initial report. The manufacturer internal reference number is: (B)(4).